Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function. A spectranetics lld #2 lead locking device (lld #2) was inserted into the lead to provide traction. Using multiple spectranetics devices (glidelight laser sheath, tightrail sub-c rotating dilator sheath, and tightrail (long) rotating dilator sheath) attempts were made to remove the ra lead, but were unsuccessful. Therefore, the decision was made to abandon the procedure, and the remaining ra lead, along with the lld #2, were cut/capped and remained in the patient. There was no attempt made to unlock the lld #2. The patient survived the procedure. This report captures the lld #2 within the ra lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.